Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the patient passed away on an unspecified date "about two months ago". E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis therapy with a hd cartridge line, "while drawing blood", the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.